Event description:
Customer reported experiencing a current low blood glucose (bg) level, with the lowest recorded at 40 mg/dl. The customer managed the situation by consuming carbohydrates and glucose tablets. The customer¿s hcp confirmed that the pump had delivered a 1.1 unit bolus and 2 minutes later the customer delivered an additional 20unit bolus stacking insulin resulting in their bg decreasing. System check was performed by tandem technical support and the pump is functioning as intended.